Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to be undersensing on some episodes. It was further reported that the implantable cardioverter defibrillator (ICD) possibly detected an atrial arrhythmia followed by rapid ventricular response as ventricular fibrillation (vf) and delivered inappropriate therapy. Both the lead and the ICD remain in use. No further patient complications have been reported as a result of this event.